Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient's receiver alerted patient of a low and patient had a seizure. Patient's girlfriend called paramedics to take patient to the hospital. Patient's girlfriend administered glucose and food to patient. At the time of contact with dexcom technical support, patient was feeling fine and did not report any further injury or medical intervention.